Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the rewind and prime process takes a little longer on insulin pump. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had no delivery alarm, and the battery cap is a little harder to open. The insulin pump will not be returned for analysis.